Manufacturer narrative:
A distributing facility reported, "during a case one or the neuro patty sponges came apart in the patient." Deroyal industries requested the return of the device but it was no received. A supplier corrective action request (scar) was issued to the supplier. Deroyal industries, inc. Reviewed three work orders that used the lot number provided, each work order was found to have no discrepancies. Inventory would be inspected; however, no inventory was on hand to inspect. A complaint to sales ratio was completed from december 2022 to december 2024 and found to be 0.0014%. The supplier returned the scar after completing their investigation. The supplier reviewed the device history record and found that all met the established acceptance criteria. Root cause: because the device was not available for return and no issues could be found within the device history record or manufacturing, the root cause was not able to be established. Corrective and preventive actions: because no root cause was able to be determined, no specific corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A distributing facility reported, "during a case one or the neuro patty sponges came apart in the patient." (B)(4) requested the return of the device but it is not received. A supplier corrective action request (scar) is to be issued to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A distributing facility reported, "during a case one or the neuro patty sponges came apart in the patient."